Manufacturer narrative:
(B)(4) concomitant medical products. Patient medications: ascal 1d 80mg, amlodipine 1d 10mg, atorvastatine 1d 40mg, lisinopril 1d 10 mg, movicolon, paracetamol. (B)(4).

Event description:
On (B)(6) 2016, a patient underwent treatment of a right common iliac artery aneurysm with gore&#59397;excluder aaa endoprostheses and gore excluder iliac branch endoprostheses. On (B)(6) 2016, it was reported, images revealed a dissection in the descending aorta. The re-entry tear was located distally, at the level of a lumbar artery, in the aneurysm sac behind the implanted excluder component. On (B)(6) 2016, a reintervention took place whereby a gore tag thoracic endoprosthesis was implanted to cover the proximal entry tear. The patient tolerated the procedure.

Event description:
On (B)(6) 2016, a patient underwent treatment of a right common iliac artery aneurysm with gore excluder aaa endoprostheses and gore excluder iliac branch endoprostheses. On (B)(6) 2016, it was reported, images revealed a dissection in the descending aorta. The re-entry tear was located distally, at the level of a lumbar artery, in the aneurysm sac behind the implanted excluder component. On (B)(6) 2016, a reintervention took place whereby a gore tag thoracic endoprosthesis was implanted to cover the proximal entry tear. The patient tolerated the procedure. On (B)(6) 2016 the patient underwent a reintervention to treat a type ia endoleak caused by the persisting dissection at the juxtarenal level. Aptus endoanchors were placed in the proximal end of the trunk-ipsilateral leg component to aid in wall apposition. The patient did well following the procedure.

Manufacturer narrative:
Results code: the imaging evaluation stated four time-points available for evaluation; pre-implant cta dated (B)(6) 2015, post-implant cta¿s dated (B)(6) 2016. There appears to be surgical hardware in the patient¿s spine on all time-points. The patient appears to have a 5-vessel arch. On the first post-implantation cta time-point dated (B)(6) 2016, there appears to be devices implanted in the patient¿s abdominal aorta into the right internal and external iliac arteries and the left common iliac artery. On (B)(6) 2016, there appears to be dissected abdominal aorta that appears to extend proximally from the celiac artery into the descending thoracic aorta ~12.5cm. On (B)(6) 2016 cta, there appears to be a device implanted in the dta, extending ~20cm proximal to the celiac artery. One flow lumen appears to be visualized throughout the thoracic aorta on this time-point. The true and false lumen can still be visualized on this time-point in the abdominal aorta. On (B)(6) 2016 cta, the true and false lumens appear to be resolved at the level of the implanted devices in the thoracic aorta and the abdominal aorta. The celiac artery appears to originate from the true lumen on all time points. The sma appears to originate from the true lumen on all time-points. The right renal artery appears to originate from the true and false lumens on the last three time-points. The left renal artery appears to originate from the true lumen on all time-points. There appears to be contrast in the anterior/distal abdominal aneurysmal sac on all post-implantation studies. There appears to be contrast in the ima on all time-points. Contrast in the anterior/distal sac appears to communicate with contrast in the ima. There appears to be a type ii endoleak. There appears to be minimal changes in abdominal aneurysmal diameter size between the post implantation cta time-points. There appears to be questionable contrast in the rci aneurysmal sac at the level of the ibe flow divider. There does not appear to be growth of the rci aneurysmal sac. Conclusion code: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks.